Manufacturer narrative:
The device was received with the cannula assembly deployed. Inspection of the fluid path and needle mechanism components found no damages or deficiencies that would result in the cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. The exposed portion of the soft cannula was found to be stretched. The soft cannula length was measured to be above specification. It could not be determined when or how the cannula was damaged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. The cannula dislodged from the infusion site.